Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7338760, medical device expiration date: 2022-11-30, device manufacture date: 2017-12-04, medical device lot #: 7313711, medical device expiration date:2022-10-31 , device manufacture date: 2017-11-09.

Event description:
It was reported that before use a bd¿ luer-lok syringe was found ¿with misaligned plunger stoppers.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
2 loose 3ml syringes were received reported to be from two different batches, both p/n 301073. Samples were visually evaluated. Syringe from batch #7338760 was found to have a piece of loose foreign matter between the barrel wall and the plunger rod outside the fluid path. The fm was flat thin and black material, similar to teflon tape. Syringe from batch # 7313711 was observed to have a loose stopper. The stopper was not fully assembled to the plunger rod. Defect confirmed based on sample evaluation. DHR review for batch 7338760 (p/n 301073): manufacturing dates: 12/08/2017 to 12/09/2017. Batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7338760 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. DHR review for batch 7313711 (p/n 301073): manufacturing dates: 11/12/2017 to 11/13/2017. Batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7313711 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause and CAPA not required based on severity and occurrence level defined for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.